Event description:
It was reported via repair work order that the lift was not functional and the bed may have been stuck in an elevated position. No patient injury was reported and no clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift was not functional and the bed may have been stuck in an elevated position. No patient injury was reported and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was unable to be located for evaluation. The customer was informed that if the unit was found, a new complaint could be initiated, and the bed could be evaluated and repaired as needed. Bed could not be located for evaluation.